Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, she experienced blood glucose levels with the infusion set. Pt stated during the first 48 hrs she had a normal blood glucose level. Pt reported after some time, when she attempted to bolus, the insulin came out of the self adhesive of the infusion set. Pt stated, the infusion set catheter was not bent. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion set for eval.